Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after applying a new dexcom g7 sensor that was not paired to the ilet and failing to enter a blood glucose value within four hours, which led to automated insulin dosing suspension and a reported glucose of 292 mg/dl; troubleshooting and education were provided to enter a manual bg, resume dosing, and initiate cgm pairing. Symptoms included elevated blood glucose without associated clinical sequelae. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included technical troubleshooting and user education regarding bg run mode, manual bg entry, and cgm pairing workflow. Investigation of this case revealed user setup error resulting in loss of automated insulin delivery until manual bg entry and cgm pairing were completed. It was concluded that the device functioned as designed, and the event was attributable to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.